Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse replaced the drive manifold but the issue persisted. Fse then replaced the compressor and the autofill startup failures could no longer be duplicated. Machine passes all calibration, functional, and safety tests. The unit was returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure on initial autofill, but would fill after first attempt.